Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec observed that the device would not remain running after startup was complete. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable was not seated to the ift at all -- it was dangling in front of but not touching or connected to, the ift. Further inspection of the interior of the device revealed that the cough assist to blower coupler was not seated on the blower inlet and that parts of the interior back case had broken off. Additionally, the exhalation control module (ecm) exhaust elbow was observed to be broken. Ventec also examined the exterior of the device's casing and observed that the back portion of the case had obvious impact sites near the bottom corner screw holes. Ventec then reseated the ift and ensured that the ift cable was properly seated to resolve the reported reboot issue. Ventec further replaced multiple damaged or compromised components and ensured that all connections and cables were properly seated. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was user error, due to the device being dropped. The drop was significant enough to result in numerous internal components either becoming disconnected or physically damaged, causing the reported reboot condition. The investigation for this event was completed after conducting a retrospective review of service records and is considered to be a late MDR.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly reboots by itself. The reporter advised that the device would alarm for "system fault" and then power off and back on. In this state the device would be inoperative. There was no patient involvement associated with the reported event.